Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 450 mg/dl at the time of the event. The display on the insulin pump was blank at the time of the report, so troubleshooting could not be performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.